Event description:
It was reported via repair work order that the right calf support was loose and would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.